Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to no lot#.

Event description:
It was reported that the unspecified bd posiflush¿ syringes had issues with difficult plunger movement and incorrect pre-fill amounts that led to inadequate flushing. The following information was provided by the initial reporter: "it was reported via posiflush pmcf survey that the clinician experienced inadequate flushing and the plunger movement was difficult within the past 12 months, while loading the syringe with medicine."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd posiflush¿ syringes had issues with difficult plunger movement and incorrect pre-fill amounts that led to inadequate flushing. The following information was provided by the initial reporter: "it was reported via posiflush pmcf survey that the clinician experienced inadequate flushing and the plunger movement was difficult within the past 12 months, while loading the syringe with medicine."